Event description:
Plaintiff alleges being pricked with a contaminated needle while attempting to place the same into sharps container. Alleges that as a direct and proximate result of the design defect, she has suffered severe pain and suffering, severe and disabling permanent injuries, emotional distress, loss of enjoyment of life, loss of wages, has and will in the future incur expenses for med and personal care.